Manufacturer narrative:
The customer-reported not correct 'curves' (diastolic waveform delay) was reproduced during investigation testing, where the right flow waveform displayed a timing delay (decreased time in diastole). The root cause of the timing delay was determined to be a malfunction of the right pilot valve. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. Ce 4542 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a diastolic waveform delay while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact.